Event description:
It was reported by the aci vascular closure specialist that a (B)(6) male patient underwent a diagnostic peripheral procedure on (B)(6) 2012. Access was obtained below the iea (inferior epigastric artery), via a 6f sheath (unknown model). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site, and the vessel size greater than 5 mm. Following the procedure, the physician selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device did not deploy the sealant and the advancer tube was not seen. The device was removed and the patient was converted to 20-25 minutes of manual compression. Hemostasis was achieved. The patient was ambulated and discharged to home the same day ((B)(6) 2012) with no reported clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1218006) indicated that the device lot met all established performance criteria prior to shipment.